Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center image went black while using the gif-pq260 gastrointestinal videoscope. It automatically recovered after a while. The issue occurred during therapeutic unspecified procedure. There were no reports of patient harm. The procedure continued and was completed.